Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10 the device history record (DHR) and previous repair report noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (sn) once as documented in the repair reports in livelink. The last repair was 07 october 2015 where it was reported that device required a pm and the damaged components were replaced. This is not a related issue. On 12 april 2019, it was reported that the device had a functional defect. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome by flextronics on 03 may 2019 revealed that the needle bearing and control bar needed to be replaced, and the device was out of calibration. The shaft bearings, sleeve, bearings, control bar, and needle bearing were then replaced. Prior to returning the device, it passed all testing and quality protocol. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the battery to become defective. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that air-dermatome is not giving satisfactory thickness and needs to be adjusted. The event occured during surgery. There was no harm or injury to patient or operator. There was no delay during surgery. No adverse events were reported as a result of this malfunction.